Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-06926. It was reported that pocket infection was observed shortly after a new lead was implanted. The whole system was explanted. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The event of pocket infection was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). Based on the information received, the cause of the reported incident could not be conclusively determined.